Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the results of imaging are unknown. The weakness and patient falling were unrelated to the device/therapy. It is currently unknown if the patient is getting relief; the patient is inconsistent with stim usage, so the patient will get imaging and use stim consistently. The rep has not been noting follow up appointments after imaging.

Event description:
Information was received from multiple sources regarding a patient's implantable neurostimulator (ins). It was reported that the patient came in for a routine visit with hcp nurse practitioner. Patient¿s wife states she made him come in because he was having increased back pain. Patient and his wife stated that he has fallen several times most recently approximately three months ago. Patient states that his legs are weak and that they just give out sometimes when he¿s standing or walking. Patient is having low back pain he¿s not sure if it¿s his normal pain or new low back pain. Patient has been using group b. A new group a was given however the rep was unable to get stimulation past the upper thighs. Rep was unable to get coverage in patients low back. An impedance check was performed. Contact zero does show high impedance of >40000. Contact 2,5,9,and 12 all show orange but are within normal limits. When rep was testing stimulation at the top of lead 8-15 patient was getting left sided rib stimulation. Patient to try group a for approximately one week. Per hcp patient to get updated imaging. Patient usage was 26%. Although patient did say he was using stimulation all the time patient was educated on the importance of stimulation being more consistent. Patient and his wife acknowledge understanding.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.